Manufacturer narrative:
The MFR issued a recall notification to the identified customers who received the affected products. Add'l, the MFR notified the FDA (B)(4) dist. Recall coord. Voluntary recall & gained concurrence of the customer letter prior to its' distribution. On 03/17/2015, the voluntary recall was initiated. A lot history review was conducted and it was determined that the lot met all release criteria. The investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instruction's for use (IFU) provides general instructions for priming, firing, sampling & retrieval samples from the device.

Event description:
It was reported that during an ultrasound guided breast biopsy, while attempting to prime the device, it sounded as if a plastic internal part broke off inside the device. Another device was used to complete the procedure. There was no report of patient injury.